Event description:
It was reported that the compressor's drainage valve is defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported issue on site. The drainage valve was found to be defective and needs to be replaced to resolve the issue. Despite several reminders we didn't receive the replaced part for further investigation neither the info if replacing the drainage valve resolved the issue. Therefore, no root cause can be established. The drainage valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. A failure in the drainage valve could lead to a water leakage from the compressor into the gas module that the compressor is connected to.

Event description:
Manufacturer's ref. #: (B)(4).